Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they need to have the interstim replaced on (B)(6) 2019. Patient reported that their healthcare professional (hcp) stated it was not working, and that its defective. Patient stated that they don't know what the issue is but that the hcp was able to turn the stimulation on and off. The hcp tried to adjust patient device but couldn't so they turned it off completely. This was before (B)(6) 2018, last year sometime. Patient didn't think it was high settings. They did have a feeling an electrical tingling near the device so it was turned it off. Patient didn¿t like that it was giving them a little shock. Patient reported that tingling was right beside where the device was and they would then feel it further down their body. Patient's chiropractor did an xray and the device looked fine then but says their hcp didn¿t do an x-ray or review one. There were no falls or trauma related. No further complications were reported or anticipated.

Manufacturer narrative:
Below are the analysis findings and test results: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp), via the manufacturer¿s representative, reported that patient stated that the ins was shocking them. The doctor explanted the ins in question on (B)(6) 2019 and a re-implanted a new ins and lead. There were no environmental/external/patient factors reported that may have led to the issue. It was unknown if there were any diagnostics and/or troubleshooting performed for the issue. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.